Manufacturer narrative:
Evaluation: device evaluation of battery sn (B)(4) is underway. The reported problem (battery does not power on a monitor. The battery was sent to the supplier for root cause investigation. A supplement report will be submitted upon completion of investigation. No adverse event resulted form the defective battery pack.

Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) will not power up a monitor.